Manufacturer narrative:
Ge healthcare¿s investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. (B)(4). Device evaluation anticipated, but not yet begun

Event description:
The hospital reported a gas leak. There was no report of patient involvement.

Manufacturer narrative:
Additional information was received that the leak rate was 1 lpm. Therefore, the initial MDR was not reportable.